Event description:
It is reported that a customer was hospitalized due to an infection on the site of the sensor. The customer's blood glucose level was not recorded. The customer was being transferred for assistance but the line was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.